Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4). According to the hospital: the implementation and start of the ECMO procedure were performed without problem. But after a while, during use on the patient, a pump stop was observed (0 rpm was displayed). The medical staff tried to increase the rpm. As this did not solve the issue, they used the emergency drive. Then they tried again to increase the rpm value using the same disposable set and it functioned. The disposable set and cardiohelp device are still connected to the patient without problem. No clinical consequence was reported by the customer.

Manufacturer narrative:
A field service technician was sent to investigate the issue, he downloaded the log files. According to the ssu no further technical service was performed on the device and the user had no further issues in using the device. A log-file analysis showed that a pump stop due to a bubble alarm occurred. After resetting the bubble alarm the pump worked again. A pump stop due to a detected bubble is a normal behavior of the device. The data is also being handled through a designated trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. A supplemental report will be submitted if additional information becomes available.

Event description:
(B)(4).